Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2013. While the surgeon was impacting the cup, three (3) of the apical plugs fell out of the cup and into the patient's wound. The surgeon retrieved the apical plugs and finished the procedure using the same cup.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomalies.